Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the aviva expert system (lot number 491589, expiration date 07/31/2014). Reference medwatch report with patient identifier (B)(6) for the suspect device used in the aviva nano system.

Event description:
Customer received a result of 25 mmol/l on the aviva expert system, and a result of 7.3 mmol/l on the aviva nano system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.